Event description:
The customer reported mixed images and missing thumbnails. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. (B)(4).